Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that a patient underwent an unknown procedure on (B)(6) 2016. The surgeon attempted to use the 5.0mm cannulated drill bit large qc/300mm over the appropriate guide wire at which time he noticed that the drill got caught half way up and stopped. The drill bit didn't fit with the guide wire and the surgeon couldn't slide it over the top of the guide wire. Upon retrieving the drill bit, the guide wire got stuck inside the drill bit cannulation and the entire construct had to be taken out of the patient. Later in the case, the surgeon attempted to use the cannulated screwdriver, and it too got stuck over the guide wire. The surgery finished the procedure successfully with back-up devices. There was no surgical time delay and no additional medical surgical intervention required. The patient status outcome is unknown. After the case, the drill and screwdriver were checked; it appeared that any guide wires passed through the middle would get stuck. Concomitant device reported: guide wires (part 292.78, lot unknown, quantity unknown). This is report 2 of 2 for (B)(4).